Event description:
On 5/9/2024 it was reported by a sales representative via phone that an ar-8991 fibertak dx pulled out. The case was completed with an ar-1318ft corkscrew ft. This was discovered during an extensor tendon repair procedure on (B)(6) 2024. The procedure was delayed two minutes.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.